Event description:
During testing of the ventilator after service, the manufacturer's service technician reported the unit was unable to open the exhalation autozero solenoid. During normal operation, the reported failure could result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. The customer did not report the finding during any previous testing or usage. The service technician replaced the sensor board to correct the finding. Performance verification and extended self testing (est) was completed and all tests passed to operating specifications.